Event description:
Literature was reviewed regarding: "a scoping review on the incidence, risk factors, and outcomes of proximal neck dilatation after standard and complex endovascular repair for abdominal aortic aneurysms." The time frame of this study was: studies published over 22 years, with at least 3 years of follow-up. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: talent, endurant. The following adverse events were reported: type ia endoleak, graft migration. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Scali st, santi e, bianchini massoni c, et al. A scoping review on the incidence, risk factors, and outcomes of proximal neck dilatation after standard and complex endovascular repair for abdominal aortic aneurysms. J clin med. 2023;12(6):2324. Doi:10.3390/jcm12062324 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.